Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: d334drg, ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead was returned to the manufacturer after being removed and replaced for upgrade.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.